Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Since the device is not available to be returned to us, a technical eval cannot be performed.

Event description:
A pt was placed on extracorporeal support due to respiratory failure secondary to viral pneumonia using a 13 french dual lumen catheter. Forty seven hours after initiation of support the pt developed pericardial effusion and a drain was inserted. Approx 60 ml of fluid was drained. At some point during this time the pt arrested and CPR was performed. The pt was removed from support on (B)(6) 2012, after 387 hours of support. (B)(4).